Event description:
It was reported that a patient and wife called stating the pump is alarming no disposable and the pump will not run. Alarm returned after restarting the pump. Per reporter patient attempted to remove cassette but per patient it is locked and cannot be removed. The patient gently tapped the bottom of the cassette on a hard surface and massaged the tubing that he was able to see. The pump powered back on and the alarm returned. This process was repeated twice and the alarm returned both times. The settings were not obtained. There was no report of patient injury. Per reporter there is no additional information available.

Manufacturer narrative:
Other, other text: additional contact information: (B)(6) clinic. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable-pump won't run alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.